Manufacturer narrative:
Based on the investigation, the tm monoblock tibia was not found to contribute to the loosening of the femoral component of the nexgen system. The tm tibia monoblock was made, inspected, and packaged to a validated process specification. Should additional information be made available in the future, this report shall be updated.

Event description:
It was reported that a pt who was involved in a clinical study, was implanted with tm monoblock tibia component on (B)(6) 2008 and revised on (B)(6) 2009 due to mechanical complications of the left total knee replacement. There is notation that the pt had a synovial fibrous tumor. It was also reported that the pt had loosening of their femoral component and as a result, both the femoral and patella components were revised on (B)(6) 2014. Note that only the tibial components is a zimmer tmt design control and other components (femoral and patellar) are of zimmer warsaw design control. Please reference zimmer warsaw initial MDR that was filed for this event/product under MDR #1822565-2015-00483. The product was later identified as zimmer tmt design control and thus this MDR is considered supplemental notification to MDR #1822565-2015-00483 (attached).

Manufacturer narrative:
Investigation is in progress.